Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, including an event with a bg of 45 mg/dl and approximately 5 hours below range, after which the user disconnected from the device pending discussion with their clinician. Symptoms included blurred vision, weakness, and near-syncope. Outcomes included no hospitalization, no professional medical intervention, and assistance from a companion. Investigation included troubleshooting and user education via follow-up calls. Investigation of this case revealed an unclear cause for hypoglycemia based on user report and available information. It was concluded that the event involved hypoglycemia with an undetermined device or use-related cause.